Event description:
Patient was admitted to the hospital for ketoacidosis. The pt did not doubt the accuracy of insulin delivery from his device because he remained connected to the pump during his 5 day hospital stay. The pump user also stated that the hospital did not put him on an insulin drip and left him connected to his device.